Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device was working on ac power and failed to charge the installed battery. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit had been out of service and was not charging the installed battery. As a result of the noted issue, a quote was provided to the customer for the cost of the repairs that may be required to return the device to working condition. After being provided with the quote, no further action was taken by the customer and an evaluation was not completed on the unit. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed and additional information was not available, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device working on ac power and was not charging the installed battery. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device working on ac power and was not charging the installed battery. There was no patient involvement.